Event description:
It was reported that the disposable distal attachment cap was missing. The issue was discovered during reprocessing. The customer also reported that the cap might have been left inside the patient when the device was previously used (unspecified therapeutic procedure), but that they cannot confirm this statement with certainty. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.